Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination found stent struts on the proximal end lifted and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and the result were within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 11dec2020. It was reported that crossing difficulties were encountered. The 75 - 90% stenosed target lesion was located in the proximal and middle of the left anterior descending artery. During a selective coronary angiography and percutaneous coronary intervention procedure. A 2.50 x 32 mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.